Event description:
It was reported he device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device is confirmed to have occurred on (B)(6) 2022 during an unrelated procedure. The patient was stable throughout.

Manufacturer narrative:
The device was returned due to advisory without a reported event. The device was received from the field operating above elective replacement indicator (eri) level. Analysis of the device image showed no anomalies. The results of electrical tests performed, including a battery assessment, did not find any anomaly as the voltage was above eri. A longevity assessment was also performed, and the device was above eri and had appropriate remaining longevity.